Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-03678. It was reported the patient was experienced a shocking sensation and ineffective stimulation. Reprogramming was unable to resolve the issue. X-rays confirmed that both leads migrated. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.